Event description:
It is reported a stock tmj was implanted nine (9) years ago. A revision surgery was being performed because the surgeon thought the patient had an infection in her joint. During the surgery they identified the condyle head was broken, which was causing discomfort and pain. The surgeon indicated that he believes the fracture of the implant may have occurred due to an impact on the surgical site itself.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of four for the same event, see also 1032347-2015-00276, 1032347-2015-00277 and 1032347-2015-00278.